Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using bd max¿ instrument, remanufactured false positive results were obtained by the laboratory personnel. A repeat test with another assay was used to confirm the results as false positives. The customer stated there was no patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system. Eua #: eua(B)(4). The following information was provided by the initial reporter: "desc: increase in discordant result compared to a competing technique kit concerned sars cov 2. Erroneous results: yes. Amplification observed for region n1 on bd max. No amplification on competitive technique for the n1 region. Did they look at the curves? Did they look unusual? The curves look normal and correct. Why did they start using a competitive technique? They always have two. Were erroneous results reported to the clinician? Yes. Was a patient treated based on erroneous results? No. If yes, was there any adverse impact to the patient due to the treatment? Do they perform the 2 tests (bd & competitor) always for each sample? It¿s because after the result sent to the clinician the result does not match with the clinic of the patient it¿s the reasons why they try an other technic. If these results were not matching, why did they report it to the clinician? It¿s because after the result sent to the clinician the result does not match with the clinic of the patient it¿s the reasons why they try an other technic. Curves looked normal, so why do they think the bd result is erroneous and not the competitor result? It¿s because after the result sent to the clinician the result does not match with the clinic of the patient."

Manufacturer narrative:
The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. A repeat test with another assay was used to confirm the results as false positives. The customer stated there was no patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system. Eua #: (B)(4). The following information was provided by the initial reporter: "desc: increase in discordant result compared to a competing technique kit concerned sars cov 2. Erroneous results: yes. Amplification observed for region n1 on bd max no amplification on competitive technique for the n1 region. Did they look at the curves? Did they look unusual? The curves look normal and correct why did they start using a competitive technique? They always have two were erroneous results reported to the clinician? Yes was a patient treated based on erroneous results? No if yes, was there any adverse impact to the patient due to the treatment? Do they perform the 2 tests (bd & competitor) always for each sample? It¿s because after the result sent to the clinician the result does not match with the clinic of the patient it¿s the reasons why they try an other technic if these results were not matching, why did they report it to the clinician? It¿s because after the result sent to the clinician the result does not match with the clinic of the patient it¿s the reasons why they try an other technic curves looked normal, so why do they think the bd result is erroneous and not the competitor result? It¿s because after the result sent to the clinician the result does not match with the clinic of the patient" d.1. Medical device brand name: bd max¿ system, bd max¿ instrument h.6. Investigation: the complaint of "false positive" was reported against the bd max instrument, catalog number 441916, serial number 1742. Customer reported seeing increase in discordant results compared to a competing technique on the bd sars-cov-2 assay. Complaint was move to application support. Review of the database shows true, but a weak amplification on the raw pcr data with typical curves. No instrument issues were noted and the database allude to contamination. Field service was not dispatched. Root cause cannot be determined with the information provided. The complaint is unconfirmed as an instrument issue. No parts were returned to bd for investigation. The investigation consisted of a review of the instrument installation ,and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h.10.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. A repeat test with another assay was used to confirm the results as false positives. The customer stated there was no patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system. Eua #: (B)(4). The following information was provided by the initial reporter: "desc: increase in discordant result compared to a competing technique kit concerned sars cov 2 erroneous results: yes. Amplification observed for region n1 on bd max. Amplification on competitive technique for the n1 region. Did they look at the curves? Did they look unusual? The curves look normal and correct why did they start using a competitive technique? They always have two were erroneous results reported to the clinician? Yes was a patient treated based on erroneous results? No if yes, was there any adverse impact to the patient due to the treatment? Do they perform the 2 tests (bd & competitor) always for each sample? It¿s because after the result sent to the clinician the result does not match with the clinic of the patient it¿s the reasons why they try an other technic if these results were not matching, why did they report it to the clinician? It¿s because after the result sent to the clinician the result does not match with the clinic of the patient it¿s the reasons why they try an other technic curves looked normal, so why do they think the bd result is erroneous and not the competitor result? It¿s because after the result sent to the clinician the result does not match with the clinic of the patient".